Event description:
This report is being filed after the subsequent review of the following journal article, audige, l., et al., (2013). "Radiographic quantification of dynamic hip screw migration". International orthopaedics (sicot) 38:839-845. Thirty-four patients were retrospectively included in a clinical evaluation study. The patient population comprised 23 females and 11 males with a mean age of 68 years (range, 37-97 years) who sustained 17 femoral neck and 17 pertrochanteric fractures which were fixed with the 135 degree dynamic hip screw (dhs) (synthes, (B)(4)). This is report 1 of 3 for (B)(4). This report is for an unknown dhs and refers to six cases with "possible migration" and five patients with "clear migration" of the dhs.

Manufacturer narrative:
Device was used for treatment, not for diagnosis. This report is for unknown dynamic hip screw, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).